Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient alert triggered due to high lead resistance/impedance; the svc and hvx were greater than 200 ohms. It was also reported there was a possible connection issue with the lead or a lead fracture. It is unclear if the lead remains in use. No patient complications have been reported as a result of this event.